Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Event description:
Rep called and explained that during surgery when using the irrigator module for the cmc iii, the technician thought the unit was hooked up correctly but found that the fluid flowed freely from the tips of the forcep without the footpedal in use. As a result the technician changed the bag and the forcep could coagulate but not irrigate. The surgeon moved forward with using a regular forcep and hand irrigated. It is believed that the surgery was prolonged by an hour. (B)(6) the sales rep. (B)(4) called this afternoon regarding additional information for complaint # (B)(4). He mentioned that the irrigation module and the generator that the customer was using were fine. However, the customer was using the incorrect foot-pedal p/n 80-1184, when they should be using the previous design foot-pedal p/n 80-1149. Additionally, he mentioned that the customer was using a non-codman type of forceps that doesn¿t fit properly in our codman irrigation tubing sets, causing some leakage at the connection. Sales rep. Switched to the correct foot-pedal and the system worked correctly.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Please be advised that we do not use therapy dates. As a result today's date was used. Upon completion of the investigation, a follow up report will be filed.